Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 6fr; stents: graftmaster rx 3.5 x 26 mm, 2.8 x19 mm, 2.8 x 26 mm, 3.5 x19 mm, angiomax. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left lower extremity atherectomy and stenting procedure. Reportedly, an unknown device failure occurred. Hemostasis was achieved using a non-abbott device and by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.